Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Customer had elevated blood glucose levels (300 mg/dl), and trace of ketones. Contact was unsure if elevated blood glucose levels were due to the reported issue. Insulin delivery was resumed, and correction bolus was delivered to stabilize blood glucose level.